Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a gum infection that the customer stated resulted in extraction of the tooth.

Event description:
The customer reported tooth #18 developed and infection while wearing aligner that resulted in extraction of the tooth. The customer required medical intervention. Aligner treatment has not been discontinued.